Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Two hours after taking a shower the self-adhesive is full of insulin. Self-adhesive below the coupling place is wet with insulin. When customer removed the cannula the self-adhesive is fixed correctly. Blood glucose value over 230 mg/dl. No adverse event alleged. A request was made for the return of the device.